Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced high blood glucose. Blood glucose level at the time of the incident was 596 mg/dl. Customer had stomachache and vomiting. Auto mode feature information was unknown. The current blood glucose reading was 130 mg/dl. The insulin pump will not be returned for analysis.